Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during treatment the software exits and suction is lost. The treatment was completed with no patient harm. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfiles were received by technical support and analyzed. Customer pressed the ready-button, at that point vacuum two was falling down to around 590mbar and going below the lower error limit. This will cause the system to cancel the treatment (turning off vacuum, going out of the treatment screen as no pulse of the treatment was fired yet). Vacuum two was not completely sealed, no technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).